Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on the day of the implant activation, it was not possible to do fitting because there was no response from the implant. A vibrogram was attempted, but there was no response. The audio processor was programmed with the maximum values and an audiometry carried out, but there was no difference between the audiometry with vsb and the audiometry w/o vsb. Two different audio processors were used but with no response. Reverse transfer testing was carried out on (B)(6), 2011 but there was no response. The pt is to be re-implanted however no date has yet been scheduled.